Event description:
On the event date, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would power off during use. The medical surveillance specialist (mss) spoke with the patient about two weeks later, and obtained the following information. The patient reported that the alleged issue began approximately 3 weeks prior to contacting lfs. The patient claims she generally tests 1-2x/day and manages her diabetes by taking oral medications (glucophage and glimepiride). As a result of the alleged issue, the patient confirmed that she discontinued testing her blood glucose; however, continued to take her oral medication daily as usual. On the morning of the original date, the patient reported that she developed blurred vision. The patient denied receiving medical treatment in response to the symptom. The patient claimed the symptom subsided on its own. At the time of troubleshooting, the cca noted that the patient had replaced the subject meter's battery within the past 6 months. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.